Manufacturer narrative:
Sections with additional information as of 28-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call on 27-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Significant other is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 150-200 mg/dl. Customer was not using proper testing technique. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2020 he went to the ER after seeing hi display for a few days. Customer stated he took his medication around 6pm and continued to test and obtained hi display. Customer went to the hospital later that night. Customer stated he was feeling fine with no symptoms. Customer arrived at the hospital and obtained hi fasting using the truemetrix air meter and at the hospital his result was 337 mg/dl fasting. Customer was treated with humalog and IV fluids until his blood glucose was under 300 mg/dl non-fasting and was discharged after midnight on (B)(6) 2020. No changes were made to his medication regimen. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 456 mg/dl and 519 mg/dl using truemetrix air type meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/14/2022 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).